Manufacturer narrative:
The patient was born on an unspecified date in 1971. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was reported to be due to ¿poor environment/source of water¿ (no further detail was provided). On an unreported date, in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Three weeks after the onset date, the antibiotic treatment was discontinued, dianeal therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.